Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Further detail has been requested, a supplemental report will be sent upon receipt of additional information.

Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. On the 2nd firing, surgeon found staples on the patient side were completely unformed, but on the specimen side they were fully formed. When the stapler was removed, it was found 1/2 of staple line was still in the cartridge reload. The surgeon was using green cartridge with synovis peri strips. The surgeon oversewed the staple line. Keeping patient an extra day in hospital to monitor progress. Another device was opened to complete the case and had no other issues. The device and cartridge were asked to be saved, but unsure if this occurred.